Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test at 0.08705 inches. Insulin pump delivered a bolus properly. No over delivery anomaly noted. Insulin pump gained time anomaly due to faulty electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's mother that the customer experienced low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer was hypo unaware. The customer used food to treat. The customer was wearing the insulin pump during the incident. The caller stated that the pump has been losing 30 minutes of time per week since (B)(6). Troubleshooting was not completed but the customer was advised to discontinue pump use, obtain a replacement meter, and consult their health care professional. The insulin pump will be returned for analysis.